Event description:
It was reported that the patient was experiencing a zapping sensation and inadequate stimulation coverage due to high impedances despite reprogramming done. The patient underwent a lead revision procedure wherein the linear leads and extension leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred end of (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: m365sc2317700, serial: (B)(4), batch: (B)(4). Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 27415009.

Event description:
It was reported that the patient was experiencing a zapping sensation and inadequate stimulation coverage due to high impedances despite reprogramming done. The patient underwent a lead revision procedure wherein the linear leads and extension leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Model: sc-2317-70 sn: (B)(6) the returned linear lead was analyzed, and it was reported that x-ray inspection revealed that electrodes three (3) and four (4) of the distal end has a fractured cable right at the weld nugget. The fractured cable is not exposed. This type of damage typically occurs when excessive tensile force is exerted onto the lead body. Bending the distal end could also cause cable fractures. With all the available information, boston scientific concludes that the reported event was confirmed. Model: sc-2317-70 sn:(B)(6) the returned linear lead was analyzed, and it was reported that x-ray inspection revealed that electrodes three (3), six (6) and seven (7) of the distal end has a fractured cable right at the weld nugget. The fractured cable is not exposed. This type of damage typically occurs when excessive tensile force is exerted onto the lead body. Bending the distal end could also cause cable fractures. With all the available information, boston scientific concludes that the reported event was confirmed. Model: sc-3138-35 sn:(B)(6) the returned lead extension was analyzed, and it was reported that the device was lead was fractured between the retention sleeve and contact eight (8) of the proximal end. X-ray inspection did not reveal any fractured cables at the fracture location. The cables are exposed at the fracture site. It appears that the proximal end was fractured during insertion, and it resulted in the proximal array damage. The damage to the lead caused the incomplete insertion into the ipg port resulting in contact misalignment and high impedances. Model: sc-3138-35 sn:(B)(6) the returned lead extension was analyzed and passed the functional tests and revealed normal device characteristics. Model: sc-3138-35 sn: (B)(6) the returned lead extension was analyzed and passed the functional tests and revealed normal device characteristics. Model: sc-3138-35 sn: (B)(6) the returned lead extension was analyzed and passed the functional tests and revealed normal device characteristics. Model: sc-4318 lot:27415009 the returned clik anchor was analyzed and passed the functional tests and revealed normal device characteristics.